Event description:
It was reported that the pt expired. The cause of death was not reported. The report indicated that the pt had a history of neck squamous cell carcinoma with metastasis to the lymph nodes. Per the reporter, the death was unrelated to the implanted system. The pump was used to deliver morphine sulfate.